Event description:
It was reported that upon deploying an embolization coil within a giant mca bifurcation aneurysm, the coil would not longer advance. It was observed that coil prematurely detached partially below the aorta in the guiding catheter. A snare was used to successfully retrieve the coil. No harm was reported.

Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample could not be performed as the device was discarded by the user. The root cause of this complaint can not be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.